Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425 mg/dl. The customer treated with the insulin pump and pen in the morning. Customer's blood glucose value was unknown at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings because she ran her insulin through her set prior to calling. She troubleshooted for no delivery alarm and insulin exited properly. There were no site or insulin issues. The device settings were correct. Customer was advised to call helpline in the future if she gets another high blood glucose to troubleshoot. The insulin pump was not returned for analysis.